Event description:
Meter name: one touch basic, strip name: one touch, meter code: 8 strip code: 5, strip storage: stored correctly, symptoms: "did not know who pt was". The pt reported that they were taken to the hospital. Their meter allegedly was inaccurately low. The result on their meter was 100mg/dl the night before at 11:30pm. The result on the emergency medical tech's meter was 32mg/dl the next morning at 3:00am. The time difference between pt's meter and emergency medical tech's meter is 3 hrs. Treatment was with "sugar". The hospital stated that the pt's insulin was not good because they did not keep it in a cool place. Pt was kept in the hospital because pt had the flu. No further info has been reported.